Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient had small, tight, severely calcified external iliac arteries. The iliac arteries were 5, 6, 7 mm in diameter. First a bare metal stent was implanted and ballooned to expand the iliac artery. Then a valiant delivery system was attempted to be inserted for the treatment of a thoracic aortic aneurysm; however, the delivery system could not be advanced to the intended location because of the calcification and the size of the iliac artery. Multiple attempts were made and in the process the delivery system kinked. The physician decided to remove the device from the patient and used another valiant delivery system, which was able to easily be inserted and the stent graft was deployed without complication. No additional clinical sequelae were reported. The device was returned and the analysis has been completed. There were kinks between each stent and a severe kink and twisting marks below the stent stop. From the examination of the returned device, the cause of this event was determined to be anatomy related, which was described to be severely calcified with small tight arteries. Review of manufacturing documentations confirmed that the device met manufacturing and quality standards before it was released for distribution.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (kink); patient's condition affected effectiveness of device (anatomy related; small, tight, severely calcified external iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small, tight, severely calcified external iliac arteries).